Event description:
During service by baxter, the infusion pump was found to contain a channel b pump head module keypad that was locking up intermittently. The facility representative has not reported a patient injury or medical intervention related to the device. The uim master software is unremediated (B) (4). No additional information or contact was available.

Manufacturer narrative:
(B) (4)during service, a "channel b pump head module (phm) keypad that was locking up intermittently" was discovered. The phm key pad was replaced on channel b. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, (B) (4) that is associated with this report.